Manufacturer narrative:
For the event problem codes stated in section f10, the labeling for this device generally addresses the problem occurrences.

Event description:
A laparoscopic cholecystectomy procedure was in progress when the monopolar connecting cable sparked where it connects to the electrode. The power supply was cut off immediately. No injuries reported. The device was sent to the MFR for evaluation.